Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon removal of sensor due to early sensor failure, the sensor wire appeared shorter than normal on the underside of the sensor pod. Patient was concerned that the sensor wire may have broken, although no portion of the wire was visible at insertion site. Patient experienced no discomfort and required no medical intervention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.